Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had failed and would not open. The field service engineer (fse) replaced the medstation es main drawer u-link, tested the functionality, and released the unit to the customer. Hardware diagnostics and multiple drawer inventory checks were completed, and preventative maintenance was also performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 failed. Drawer would not open, tried to recover but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.